Manufacturer narrative:
(B)(4). No additional information was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was possibly fractured as it and the pacemaker were not sensing an intrinsic rhythm or capturing at maximum outputs. Some oversensed noise was also noted on the rv lead. The patient was sent for an x-ray and will be referred back to their physician. The patient has an underlying rhythm of atrial fibrillation with adequate ventricular activity so no asystole occurred. The patient¿s system was reprogrammed and continues to remain implant and in service. The patient reported feeling unwell but there were no adverse patient effects reported.

Event description:
Additional information made available from the field indicated that the rv lead had not fractured but in fact had dislodged. A revision procedure was performed and the lead was repositioned successfully. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).